Manufacturer narrative:
The claimed sling has been sent to the manufacturer ((B)(4)) for the evaluation. Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported to arjo representative on (B)(6) 2019 that there was the incident with the involvement of disposable passive loop sling (flite) and non-arjo prism medical ceiling lift (model number:p600, serial number: (B)(4)). It was stated that patient was being transferred from bed to wheelchair when during lowering onto the chair, at the final phase of transfer, sling failed and shoulder loop ripped at the stitching. As the consequence of the event patient fell of the sling to the floor but sustained no injuries.

Manufacturer narrative:
On 2019-jul-23 it was reported to the arjo representative that there was the incident with the involvement of disposable loop sling (flite) and non-arjo prism medical ceiling lift (model number:p600, serial number: (B)(6)). It was stated that patient was being transferred from bed to wheelchair, when during lowering into the chair, at the final phase of transfer sling failed and shoulder strap was found to be ripped and broken apart. As the consequence of the event patient fell of the sling to the floor but sustained no injuries. The flite in question was returned to the manufacturer to the dominican republic for further investigation. The flite loop sling (s/n (B)(6)) was being checked during quality inspection gate to verify the required product specifications and check whether the acceptance performance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. Following valuation of the returned products performed at the manufacturing site the following have been established: the visual inspection - all dimensions were between specification limits according to the requirement established on current "requirements for flites visual inspection". Load test - it was confirmed that calibration records for measurement equipment were in compliance and all tested pieces passed the load test with satisfactory results. Material used - bill of material and lot number of material used in the work order manufacturing process were reviewed and all raw material was properly inspected in the incoming process, with no evidence that could lead to the failure mode. Line clearance process - it was performed according to the arjo internal procedure with satisfactory results during the manufacturing process. Based on that we can confirm that at the time the flite was released for distribution, it was fully operational and according to the manufacturer's specification. The only probable root causes specified by the manufacturer as being likely to contribute to the event were incorrect needle used, incorrect pattern tacker program, incorrect stitch count or damaged fabric. However, according to mentioned above design verification report review none of these deviations in manufacturing process were observed. In this case, despite our best efforts, we cannot determine with certainty the root cause of the event. Based on the product knowledge the damaged of the accessory could be caused by catching in an obstruction, and subsequently material ripped due to the application of outside force. It's worth to emphasize that instruction for use (04.sl.00-int1_3) for the loop sling provides patient with lifting procedures: "check all parts of the sling. If any part is missing or damaged - do not use the sling. Check for fraying, loose stitching, tears, fabric holes, soiled fabric, damaged loops, unreadable or damaged label." "Make sure straps are not caught by wheelchair or lift castors." To conclude, the system - disposable sling and lift was used for patient's care and in that way contributed to the alleged event. There was a flite loop sling deficiency found (strap failure) and from that perspective the system did not meet the manufacturer's specification at the time of the event. We decided to report this event to competent authority due to reported outcome: flites breakage and patient's fall.